Event description:
Staff inserted a foley catheter into this patient with no difficulty. When staff went to inflate the balloon with the saline, saline squirted from what appeared to be a "pin hole" in the side of the y-connector. No visible defect. When staff removed saline only 1 ml was removed. Required reinsertion. FDA safety report ID # (B)(4).